Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was loose and dislodged from the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully reload the cartridge.